Event description:
While using the nidek gyc-1500 laser system in treating choroidal neovascular membranes the physician noted hemorrhage at time of laser despite inadequate tissue response on 01/07/2000 and 01/21/2000. Pt presented on 01/28/2000 with complaint of pain, decreased vision for less than 24 hrs. Pt was found to have a massive subretinal hemorrhage, vitreous hemorrhage, angle closure glaucoma with morbidly high intra-occular pressure (iop). According to the reporting physician, the pt continues to have decreased vision to hand movement. Although this event occurred on 01/07/2000, nidek inc did not become aware of the injury until 03/16/2000.